Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the lid fell off during centrifugation. This occurred 10 times. The following information was provided by the initial reporter: the lid will fall off during centrifugation.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.